Event description:
It was reported the patient ((B)(6)) felt diminished pain relief and she had suffered a fall. X-rays were taken which indicated a possible fracture of the lead. Surgical intervention was undertaken and the lead was explanted and replaced. The date of explant was request, but has not been provided to the manufacturer.